Event description:
A customer observed dried fluid residue on top of the ortho provue analyzer reagent carousel and on the outside of the syringe. The customer also observed a drop of fluid from the syringe. Fluid drip from the syringe to the reagent carousel could cause carry over / cross contamination of system fluid into reagents on board the analyzer. An incorrect vacuum / pressure in the fluidics system due to a damaged seal in the syringe could lead to incorrect dispense of fluid. Pt testing was not taking place at the time of the incident. Erroneous test results were not released.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. The fe indicated that the seal between the syringe piston and syring tube was leaking. A leak in the syringe can lead to a loss in vacuum / pressure in the fluidics system. Repairs have returned the analyzer to expected operation.